Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("pelvic infections"), uterine perforation ("perforation uterus / had to stop the procedure because the doctor punctured my uterus with the scope and I had to have surgery to repair my uterus") and genital haemorrhage ("severe bleeding / abnormal bleeding genital") in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included multigravida and parity 3 ((B)(6) 2006, (B)(6) 2008 and (B)(6) 2010). In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant) and procedural pain ("pain during implant "). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), scar ("scarring") and back pain ("lower back pain"). The patient was treated with surgery (uterus repair). Essure treatment was not changed. At the time of the report, the pelvic infection, uterine perforation, genital haemorrhage, procedural pain, scar and back pain outcome was unknown. The reporter considered back pain, genital haemorrhage, pelvic infection, procedural pain, scar and uterine perforation to be related to essure. The reporter commented: had to stop the insertion procedure because the doctor punctured her uterus with the scope and she had to have surgery to repair her uterus. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs & medical record received. Events perforation (uterus), lower stomach/lower back pain, procedural pain, device monitoring error are added. Concomitant condition and drug are added. Historical condition and drug are added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("pelvic infections") and genital haemorrhage ("severe bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain") and scar ("scarring"). At the time of the report, the pelvic infection, genital haemorrhage, pelvic pain and scar outcome was unknown. The reporter considered genital haemorrhage, pelvic infection, pelvic pain and scar to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.